Event description:
It was reported that the device was placed on (B)(6) 2012 and that the drain broke during the removal process tow days after the placement. The distal drain segment remained inside the patient's body. One day after the drain breakage, the broken drain segment was removed by incision under general anesthesia.

Manufacturer narrative:
The sample was received in two pieces with the original unit packaging opened. The sample had evidence of being used. The large part of the drain was visually inspected and it was noted that it was broken at one end of the eye perforations, and that there were stress marks and jagged edges at the breakage site, which is indicative that excessive force was applied beyond its capabilities. Perforations located on the small piece of drain were inspected and there were no noted manufacturing deficiencies that would have contributed to the reported issue of drain breakage. The larger piece of drain had no perforations on it. The labeling and instructions for use states the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).